Manufacturer narrative:
Despite several attempts, the device was not returned for evaluation. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use in patient in ICU of this ev1000 platform, the values were dropping out often and becoming unreliable. As a troubleshooting, the cables were changed but the issue remained. This unit was replaced by another ev1000 platform brought in from a theatre, using the same cables, and the issue solved. After this, edwards sales representative went on site and did not find any issue with the cables. No further information was available. Patient demographics were requested but not available. There was no allegation of patient injury. Follow up has started for the device return.

Manufacturer narrative:
The ev1000 platform involved in this case was received by equipment manufacturer for a full evaluation. The reported event could not be confirmed. The kontron panel pc and data box powered up and connected with no errors. Patient simulator was connected to the data box. Zeroing of the ap and cvp waveforms could be performed, and oximetry calibration was completed with no errors. All of the data were displayed on the panel screen with no data being lost. It ran for over an hour with no errors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.